Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 5mg/ml of morphine at 1 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that the patient's pump was in safe state and a low battery reset had occurred on (B)(6) 2017. The pump logs were checked after a critical alarm was noted by the hcp. The pump off password was provided to the rep and the hcp would be consulted to see if they would want the pump turned off. The patient was experiencing symptoms of withdrawal. It was later reported by the rep that the patient had a motor stall over the weekend. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the patient to the emergency department due to the motor stall. The rep did not know the duration of the stall that occurred over the weekend. The motor stall did not recover. In the hospital a physicians assistant saw the patient and attempted to update the pump. The pump went back in to safe state. The patient was in withdrawal staring some time on (B)(6) 2017. The cause of the low battery reset was not determined and had not been resolved at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 and it was reported that the pump was replaced today. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump on 2017-jul-21 revealed high battery resistance. The conclusion code 92 is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Update/correction: the previously reported recall notification ¿z-0497-2013¿ has been replaced with z-2276-2009. If information is provided in the future, a supplemental report will be issued.